Event description:
During oasys surgery, the surgeon used the plate. The screw was unstable when the surgeon tried to insert the plate screw by the driver. When the surgeon inserted the plate screw to the partway, screw head wore out. Therefore the surgeon changed the plate screw to same size screw. The surgery was completed without problem.

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental.